Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for lead revision surgery to address loss of capture and high pacing impedance on the right ventricular lead. The lead was capped and replaced on (B)(6) 2018. The patient was stable following the surgery.